Event description:
Pt reported that they did not think they were getting they hourly basal rates. Pt believes this is the case because they experienced elevated blood glucose (323 mg/dl). No error messages were generated by the devices. Pt self-treated high blood glucose by bolusing.